Event description:
Patient was hospitalized for hypoglycemia and elevated cardiac enzymes. Subsequent to the hospitalization the patient reported that the pump exhibited a blank screen with audible tones and a functioning backlight.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace to the display lens circuit but demostrated that insulin delivery was operating within required specification and delivery accuracy.